Event description:
It was reported that an undefined malfunction alarm occurred. The customer's blood glucose level was recorded at 9 mmol/l. There was no reported adverse impact to customer's blood glucose.